Manufacturer narrative:
The alarm trace contains multiple short sample and sample clot alarms around the time of the event. The instrument's preventive maintenance is performed regularly and no necessary instrument repairs were performed for more than a year. A hardware issue can be excluded. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result for one patient tested on a cobas e 801 analytical unit. The patient is undergoing in vitro fertilization (ivf) treatment and her estradiol, luteinizing hormone (lh) and progesterone levels are being monitored. On (B)(6) 2021, the patient's initial result for estradiol was 9501 pmol/l, their lh result was 1.81 iu/l and their progesterone result was 8.40 nmol/l. These results were reported to the physician. On (B)(6) 2021, the physician questioned the progesterone result which prompted a rerun of all the tests requested for the sample. The same sample was then rerun on the same analyzer resulting in an estradiol result of 5359 pmol/l , an lh result of 1.41 iu/l, and progesterone result of 4.53 nmol/l. The same sample was also run at another laboratory with an unknown method resulting in an estradiol result of 3606 (unit not specified), lh result of 1.9 (unit not specified) and progesterone result of 1.6 (unit not specified). The estrodiol reagent lot number is 53910801. The expiration date is 30-apr-2022. The lh reagent lot number is 48094901. The expiration date is 31-jan-2022. The progesterone reagent lot number is 52997001. The expiration date is 28-feb-2022.